Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided. This event is related to MDR 1810909-2020-00378.

Event description:
The customer reported that he obtained a blood glucose reading of 291 mg/dl at 11:29 a.m. With the contour next ez meter while using test strips from lot # 9jpeg13a. He performed a repeat testing at 11:31 a.m. With the contour next one meter while using test strips from lot # 9lpec54a and obtained a reading of 94 mg/dl. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Therefore, the in-house contour next ez meter and in-house contour next one meter were tested with the in-house contour next test strips from lot # 9lpec54a using a blood sample, which gave a satisfactory performance.